Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on the rv and far field channels in rv lead monitoring recordings. Noise seems to have begun back in 2023. No inappropriate detections or shocks have been delivered. It was reported by the reps that the physician and patient are aware of the risks and are choosing not to revise the lead or take any course of action at this time. Device remains implanted.